Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 30 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their friend, who assisted by putting honey on the customer¿s lips to address bg. The customer reported that they were unconscious due to the low bg but reported no further injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.